Event description:
An rn stated the physician was performing an unknown surgery and needed to talk with his sales representative. Caller stated there was something wrong with the eea and they were using a second device to complete the case. This is the only information given.

Manufacturer narrative:
(B)(4). Device was not returned received user facility medwatch # (B)(4). The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.